Event description:
It was reported that stent dislodgment occurred. During the procedure, a 3.00 x 28mm synergy xd drug-eluting stent dislodged inside the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgment occurred. During the procedure, a 3.00 x 28mm synergy xd drug-eluting stent dislodged inside the patient. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter and causing it to be kinked.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.